Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 40 mg/dl. Customer asked to be transferred to a technician to help treat their low blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have ben provided with this report.